Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a hemorrhagic stroke. The patient was taken to the emergency department via emergency medical services (ems) with complaints of headache. The headache was constant and severe. The patient experienced altered mental status and aphasia. The family denied any recent injury or fall and the patient denied any nausea or vomiting, aicd discharge or any other symptoms. A CT confirmed a small diffuse subarachnoid hemorrhage and evidence of left parieto-occipital intraparenchymal hemorrhage and small subdural hematoma. On (B)(6) 2017 the patient underwent left occipital craniectomy port evacuation for intracerebral hemorrhage. Postoperative CT revealed massive complete hemispheric infarct. The patient was made comfort care and expired. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.